Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the revision procedure for treating adult spinal deformity (asd) the screw was deployed in place without an issue. Later, when 1.0 ml of the cement was applied, no leakage was confirmed and 0.6 ml was additionally applied. Then, the surgeon confirmed that the cement had leaked out of the centrum and stopped further cement application. As the leakage was partially limited, the surgeon does not plan further medical intervention. (B)(4) and (B)(4) involves the same event. (B)(4) (synthes spine): cement (B)(4) (depuy spine): screw. This report is for one (1) this is report 1 of 1 for complaint (B)(4).